Manufacturer narrative:
(B)(4). Batch #: v9454j. Additional information was requested and the following was obtained: what is the severity of the burn? (Please see degrees of burns below and choose one). First degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred. Answer: a specific degree of burn cannot be specified. Between the jaws of the product there was excess tissue (symphysis) which was found around the gastric ring that the doctor was trying to remove from the stomach. The tissue instead of the white colour which usually can be seen after the cycle of the product is complete and its cut it left in its place a burned back colour tissue and the instrument started to produce darker and more smoke that it usually produce. What medical intervention was used to treat the burn? (Such as salve or stitches). Answer: no medical intervention was used. Besides the burn, did the patient experience any adverse consequence due to the issue? Answer: no. Are there any anticipated long-term effects from the burn or injury? Answer: no as we now until now. The surgeon did not mention any. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the device was received with the tissue pad detached and not returned. In addition the black coating of the blade was damaged. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. Due to the device returned condition we were unable to investigate further the reported tissue effect issues. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It is possible that the unexpected noise heard could be the blade making contact with the clamp arm once the tissue pad was melted. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the set up and activation of the product when connected to gen11 was successful. However, from the very first activation to the patient the white plastic of the tip went before even the tissue between the jaws was cut. It then also started to burn the tissue and a lot of smoke was created. Then a sound could be heard between the grey handle and the instrument, like two metals were rubbed against each other. The operation completed with the use of bipolar energy. The surgery was delayed but was completed successfully. There were no patient consequences.